Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, the patient developed an infection, which resulted in the explant of this device. No additional adverse patient effects were reported.